Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed. Upon review, low level, high frequency noise that was inhibiting pacing was observed. Programming changes were recommended. A month later, during a routine follow-up, myopotential oversensing was again observed. Patient was asymptomatic. The device was tested with different programming settings. Programming changes were recommended, but the physician elected to keep the original programming settings. The patient will continue to be closely monitored with routine follow-up.